Manufacturer narrative:
Corrected: additional narrative. Philips has investigated this complaint. It was reported to philips that the host computer unable to boot to clinical application. Review of the log files shows mcs layout cut off malfunction. Upon troubleshooting, the fse checked the system and found that pc failed to connect to the network. To resolve the issue, fse replaced the ip pc and installed software. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the operator is responsible for the safety of patient, staff and equipment to avoid collisions, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that host computer was unable to boot to the clinical application. The device was in outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer unable to boot to clinical application. Review of the log files shows mcs layout cut off malfunction. Upon troubleshooting, the fse checked the system and found that pc failed to connect to the network. The fse used the cat tool which confirmed a network connection error on the pc, the service dongle was not detected via usb, network card and usb function. To resolve the issue, fse replaced the host pc and installed software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer unable to boot to clinical application. Review of the log files shows mcs layout cut off malfunction. Upon troubleshooting, the fse checked the system and found that pc failed to connect to the network. To resolve the issue, fse replaced the ip pc and installed software. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the operator is responsible for the safety of patient, staff and equipment to avoid collisions, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. Global decision tree was updated to no based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.